Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving three shocks. Upon review, there was noise on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and shocks. Additionally, the rv lead noted a sudden increase in pacing impedance measurements which were greater than 2,500 ohms. As a lead fracture was suspected, a revision procedure was scheduled. This lead was surgically abandoned and the device was explanted. It was indicated this patient was not pacemaker dependent. No additional adverse patient effects were reported.